Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'keys 0 and 1 were not working' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be a failed keypad. The front case, which includes the keypad, was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had 0 and 1 buttons on the keypad were not working. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.